Event description:
It was reported the system displayed an intermittent recharge error and a loss of functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery insulator was removed and the battery was installed during the service call. The system was tested and found to be working as intended and put back into service.